Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the sometimes buttons of the insulin pump sticking. The customer¿s blood glucose was unknown. Customer stated that insulin pump received rejected new battery, unexplained no delivery alarm, back light dimmer and hard to read at night. The insulin pump will not be returned for analysis.